Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set d.2b. Medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that the wingset was cracked, then the wing separated from the hub on (1) device and an unspecified number didn't have a needle. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that the wingset was cracked, then the wing separated from the hub on (1) device and an unspecified number didn't have a needle. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked product/component and empty/missing with the incident lot was not observed. The indicated failure mode of separates during use with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to cracked product/component, empty/missing, and separates during use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cracked product/component and empty/missing based on customer photo analysis and retain sample analysis. This complaint is able to be confirmed for the indicated failure mode of separates during use based on customer photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.